Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was shutting off unexpectedly during feeding. They stated that the pump did not alarm. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).